Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in a peritoneal dialysis infection. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in a peritoneal dialysis infection. The site of the infection was unknown. The breach in aseptic technique was further described as ¿breaking aseptic technique when operation¿. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified drug infusion for the event. Pd therapy was ongoing. At the time of this report, the patient was not recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined to provide further information.